Event description:
It was reported that two dynesys pedicle+set screws 6.4x50 were implanted on (B)(6) 2014 (lot # 2649110; lot# 2641138 report at hand). The pt underwent a revision surgery on (B)(6) 2015 due to pain in the lumbal area and disorder in leg movement. The implants were removed, but a part of the l3 screw shank (right side) could not be removed. The pt is still in the hosp with mild remission of symptoms.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).